Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, an initial attempt was made to deploy the mitraclip at the medial segments of the anterior and posterior mitral leaflets (a2p2). Due to patient respiratory motion, the decision was made to reposition the clip to a more lateral location. During repositioning and subsequent grasping attempts, a perforation occurred in the anterior mitral leaflet. The perforation was not recognized by the operating physician, and the procedure continued with deployment of the first mitraclip. During deployment of second mitraclip, worsening mitral regurgitation was observed. The procedure was terminated with residual mr graded at 4+. The patient subsequently underwent surgical intervention and is currently in stable condition. No clinically significant procedural delays were noted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was the reported tissue injury appears to be related to procedural conditions. The worsening mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized and underwent surgical intervention. There is no indication of a product issue with respect to manufacture, design, or labeling.